Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea, abdominal pain, and cloudy effluent. The cause of the peritonitis was unknown. The caregiver reported ¿no issues had occurred with the therapy products" and there was no leaking or damaged observed in any products. It was reported the patient was not hospitalized for the event. The patient was treated with cefazolin (1000 mg 14 days), tazicef (1000mg for 3 days via intraperitoneal injection) and oral cipro. The patient became "sick from the medication" and the medication was changed to oral bactrim (for 21 days). The patient was recovered from the peritonitis. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
There is a recall potentially associated with this issue: (B)(4). The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two non-conformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.